Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device control unit did not functioning and was defective, the housing was out of specification, the trigger was blocked, moved heavily and was jammed and the coupling tool side was worn out. It was also observed that the serial number was unreadable, no oscillation was possible, the coupling tool was worn an the triggers were very stiff. It was further determined that the device failed pretest for check the function with electric pen drive console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electronic control unit function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function, check the attachment coupling, marking and labeling and general condition. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.